Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received with battery voltage at elective replacement indicator (eri) level. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation at various pulse amplitude measured current level within normal range and no indication of premature depletion was noted. Longevity assessment was performed, and the device exceeded seventy-five percent of projected longevity indicating normal battery depletion.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician. And device was explanted. There were no patient consequences.